Event description:
A wayne over the wire pneumothorax catheter was placed in the pt. The obturator that straightens out the pigtail curve of the catheter (and must be removed before connecting the tubing and cook chest drain valve), was not removed. The connecting tubing and cook drainage valve were connected to the obturator that had been left in place. When the device was not working, an x-ray was taken and the obturator was discovered and removed. Once the problem was identified and corrected the device was used as intended. There were no adverse effects to the pt reported.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.